Event description:
It was reported that the device was used during a laparoscopic bilateal salpingo-oophorectomy. It was reported by the rep that a ms512 would not close on the 512sd trocar. A tr35w cartridge was difficult to remove after initial firing of tsw35. It came apart in (2) pieces when finally dislodged from the endocutter. Reloaded with (2) cartridges and it worked successfully both times. There was no consequence to the pt.